Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient stopped breathing during the implant procedure. The caller didn't know why this occurred though it was potentially related to the anesthesia. The system was explanted. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause was unknown as to why the patient stopped breathing. The rep reported that the issue was resolved and the patient recovered. No further complications were reported.

Manufacturer narrative:
The ins ((B)(4)) was not analyzed because no device issues were alleged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.